Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
Touchscreen issue. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 13nov2019. The manufacturer's international service technician evaluated the device and was not able to reproduce the touch screen failure. The reported issue of touch screen failure was not confirmed. No parts were replaced due to no issue being found. The ventilator is back in service and functioning as intended. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No issue was found so no parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.